Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2011, the patient presented with pre-op diagnosis: recurrent lumbar disk herniation, l5-s1. Disk degeneration. Spondylosis. Back pain. Radiculopathy. Neural foraminal stenosis. The patient underwent: revision posterior exposure. Revision laminectomy. Revision diskectomy left l5-s1. Posterior lateral arthrodesis. Transverse lumbar interbody fusion. Application of biomechanical interbody device to anterior space for arthrodesis. Application of rh- bmp2/acs, local bone graft and demineralized bone matrix allograft to anterior interbody space for arthrodesis. Application of rh- bmp2/acs, local bone graft and demineralized bone matrix allograft to posterior elements for arthrodesis, l5-s1. Harvest of local bone graft and preparation of local bone graft for arthrodesis. As per op notes, revision laminectomy was completed at l5-s1. S1 nerve root was completely exposed, well decompressed, as well the exiting l5 nerve root. The disk was removed entirely including recurrent disk herniation. Complete diskectomy was achieved. Rh- bmp2/acs, bone graft harvest from laminectomy and demineralized bone matrix allograft was packed into the anterior right position of the disk space, following this was placed a distractible peek cage, which was gently distracted. Bilateral screws were placed into the pedicles of l5 and s1. A rod was placed and locked. Bone graft was placed over the transverse processes including rh-bmp2/acs over the right transverse process followed by local bone graft and putty. On the left, local bone graft and putty. There were no complications. The patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported. On (B)(6) 2011, the patient was discharged.